Manufacturer narrative:
The investigation for the reported delivery issue and introducer damage has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause of the issues. The cause of the delivery issue and introducer damage were patient condition due to vessels tortuosity condition.

Event description:
The user facility reported a 82-year-old male of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. A new 14fr peel-away introducer was needed due to the introducer becoming marred. The physician used a new peel away but was unable to cross the impella because the patient¿s vessel was tortuous. A decision was made to abort the case. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.